Event description:
A talent thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a 10 cm descending thoracic aortic aneurysm. It was reported that the device was deployed below the aortic arch in the descending aorta; however, it started to deploy misaligned. It was pull down 1 cm but it was deployed in the misaligned position with a proximal type 1 endoleak present. A second proximal main stent graft was implanted and resolved the proximal endoleak. The patient went home and came back two days later with a distal type 1 endoleak that was evaluated by CT (see MFR # 2953200-2010-01512). The decision was made to implant a thoracic stent graft distally and this resolved the distal endoleak). No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results: (emergent treatment of a large symptomatic aneurysm), (endoleak).